Event description:
The micro-insert did not release from the delivery wire mechanism. The essure device was removed and another device tried with successful release of micro-insert. No injury to the patient. Device available for return to manufacturer.